Event description:
It was reported that bd ultra-fine¿ pen needle was clogged during use. The following information was provided by the initial reporter: material no:320144 batch no: 0084065 it was reported that several clog during the injection. Verbatim: consumer reported found several clog during injection- consumer does not complete a flow check and is blind.

Manufacturer narrative:
H6: investigation summary no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. See h.10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that bd ultra-fine¿ pen needle was clogged during use. The following information was provided by the initial reporter: material no:320144, batch no: 0084065. It was reported that several clog during the injection. Verbatim: consumer reported found several clog during injection- consumer does not complete a flow check and is blind.